Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent an unrelated surgical procedure to repair a ventricular septal defect. During the surgery, the ra lead became dislodged. The ra lead was repositioned successfully and remains implanted and in service. No adverse patient effects were reported.